Event description:
Healthcare professional (hcp) reports 10 incidents of blood leaks with the psn 210 dialyzer. Incidents occurred at the start of the pts' treatments and were noted on leak alarms. Blood leaks were verified with positive hemastix. Blood was returned to all of the pts before treatments were resumed with new disposables. Treatments were completed without further incidents. No pt injuries or medical intervention reported per hcp.